Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion, deformation and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is there were no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.